Event description:
Customer reported that the alarm has power. However, when the magnet pull cord is detached from the alarm it will not sound. The batteries have been replaced with a new supply. There is not visible damage to the outside of the alarm. Customer did not provide a date when the issue was discovered. No pt incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned product confirmed the reported issue. Evaluation revealed that the alarm does not sound when the magnet is removed from the magnet plate and no sensor is attached. The customer's returned magnet was tested with a known working model 8345 and works as it should. The fail safe feature did not sound when tested. However, the alarm does sound when using a working sensor and weight is removed from pad. Note: instructions for use warning: the posey sitter elite is an electronic device. To reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in svc with a pt, and each time before leaving the pt unattended. If the alarm/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm, sensor or magnet if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, the pir sensor is activated, or magnet is removed from face plate. (B)(4).